Event description:
It was reported that the core sumex drill was smoking during the course of a procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
New information was received that a backup device was used to successfully complete the procedure. During failure analysis, the reported event of the device emitting smoke was not duplicated during evaluation of the returned device. However, corrosion was observed on the motor coil and rotor assemblies, and the flex assembly of the cable assembly was observed to be delaminated. The diagnostic engineer noted that the presence of these failures could potentially account for the device emitting smoke. In the event that the internal heat of the handpiece was sufficient to interact with any corrosion residue or debris within the device and produce smoke, the user may observe smoke coming from the handpiece. However, since the device was seized upon receipt and no further testing was possible, this potential cause could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the core sumex drill was smoking during the course of a procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.